Manufacturer narrative:
A ge rep evaluated the system and replaced the communications pcb and reloaded software. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the system is not booting up. No pt injury was reported.